Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited multiple episodes of non-sustained oversensing due to right ventricular lead noise. The device was reprogrammed resolving the issue. The patient was asymptomatic and would continue to be monitored remotely and in clinic.